Event description:
It was reported that during deployment of a vena cava filter, the last two legs of the filter became stuck in the introducer sheath. Additional manipulation of the filter was successful in completing the deployment; however, two legs became crossed. Attempts were made to uncross the legs with a catheter, but they were unsuccessful. The filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfxh2797 for this failure mode. The device was not returned. Images were provided. Based upon the image review, the complaint investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event.